Event description:
It was reported that a surface EKG indicated that the rv lead had dislodged into the atrium.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.